Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that right atrial (ra) lead exhibited noise oversensing. The ra lead was explanted and replaced on (B)(6) 2024. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. A complete lead was returned. Visual inspection noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the reported event of noise was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can. Final analysis found no indication of conductor fractures or internal shorts. No additional anomalies were noted.